Event description:
It was reported that during setting in a cori assisted surgery, the real intelligence cori unexpectedly shut down. They rebooted the cori system and continued with the case. The procedure was completed with the same devices without significant delays. The patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with emi interference causing tablet to flicker. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. B5: describe event or problem.

Event description:
It was reported that, during setting in a cori assisted surgery, the real intelligence tablet, the real intelligence 24 in. Touch screen suddenly went black and the real intelligence cori unexpectedly shut down. They rebooted the cori system and continued with case. The procedure was completed with the same devices without significant delays. The patient was not harmed.